Manufacturer narrative:
The consumer stated that they used the scholl freeze wart remover product within the vacinity of a candle, approximately 50cm from the canister in use. The consumer sprayed the product with the candle 50 cm away and a flame was produced. The flame covered the consumer's arm but did not burn the consumer's skin, the flame did remove the hair from their arm. The consumer dropped the canister at this point where it burned two places on their carpet. No further information was provided in regards to product use details and the implicated product was not available for return. According the product insert the following states detailed instructions about keeping the aerosol away from sources of heat and flames: "warning! The product is highly flammable! Aerosol container: may burst if heated. Protect from sunlight. Do not expose the container to temperatures above 50°c. Do not pierce the containers or burn it, not even when it is empty. Keep conatiner away from heat, hot surfaces, sparks, open flames and other sources of ignition. Smoking forbidden. Do not spray the contents against an open flame or another ignition source." The consumer openly stated that the canister was used within 50cm of an open flame heading the warning outlined in the product instructions. This complaint will be resolved as user error.

Event description:
The consumer stated that they used the scholl freeze wart remover product within the vacinity of a candle, approximately 50cm from the canister in use. The consumer sprayed the product with the candle 50 cm away and a flame was produced. The flame covered the consumer's arm but did not burn the consumer's skin, the flame did remove the hair from their arm. The consumer dropped the canister at this point where it burned two places on their carpet.

Event description:
The consumer stated that they used the scholl freeze wart remover product within the vicinity of a candle, approximately 50cm from the canister in use. The consumer sprayed the product with the candle 50 cm away and a flame was produced. The flame covered the consumer's arm but did not burn the consumer's skin, the flame did remove the hair from their arm. The consumer dropped the canister at this point where it burned two places on their carpet.